Event description:
After using the femoral pt specific instrument (psi) guide component of the zimmer psi knee system during a total knee replacement surgery to position the femoral cutting guide of the implant system, the surgeon noted after the femoral cuts were completed that there was a slight anterior notch (reported at 2 mm) where the anterior cut exits the anterior cortex, and that the posterior resections were less than normally expected (extent of departure not reported). The surgeon did not perform any corrections and there was no reported remaining pt effects.

Manufacturer narrative:
The investigation is ongoing and x-rays have been requested to allow assessing the noted performance departures and whether they are on of specification and could cause pt injury. A follow-up report will be issued when the info is available.